Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump contained water with a concentration of 1000.0 ul/ml at a dose of 6.2 ul/day (minimum rate). Analysis of the pump identified no anomalies (c100). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. It was reported the mother of the patient stated the patient had a pump replacement on (B)(6) 2017 for normal longevity. The mother stated the patient¿s normal manufacturer representative was out on medical leave, and another manufacturer representative was supposed to take their place. The mother stated that the representative never came and spoke to them before or after surgery. The mother stated the patient was prepped and under anesthesia when the surgeon came up to them and stated the representative did not bring the patient¿s pump, and the ¿back-up pump wasn¿t working properly¿. The mother stated the patient was on hold in the operating room (or) until they were able to locate and get a pump from another hospital. The mother stated didn¿t elaborate about why the back-up pump wasn¿t working properly. The mother stated he said he could have implanted it, but knowing that happened, the patient would have had to have it replaced again, so he didn¿t implant it. The mother noted they had a 20 ml pump there, but the patient needed a 40 ml pump. The mother stated that would have never happened with the other representative. The mother stated she didn¿t even know if it was the representative that came with the pump because no one ever came and spoke to them. No patient symptoms were reported. Additional information received from a manufacturer representative on (B)(6) 2017 reported the patient¿s mother had called her that day and was upset and irate because the representative at the case never spoke with the patient before or after the implant. The patient had to go to the hospital the day after (wednesday), was released, and back in to the hospital that day due to respiratory issues. The patient¿s mother stated they were not sure it was connected, but the respiratory issues might be due to the length of time for the surgery/patient under anesthesia longer than anticipated due to the pump issues that occurred and expected to go smoother. The day after the surgery ((B)(6) 2017) was the event date for the respiratory issues. The representative thought they were sudden onset. The representative stated at the time of the case, the pump intended to be implanted had alarmed (unidentified alarm), so it could not be utilized and the representative did not have a back-up pump. It took 45 minutes to obtain another pump, so the patient was under for a total of 1 hours and 45 minutes per the representative. The representative did not know concentration or dose of the unknown brand of baclofen in the pump, but thought the doctor normally starts patients out at 500 ug/ml for a typical implant of that sort. Additional information received from a manufacturer representative on (B)(6) 2017 reported the patient¿s mother wanted to know why the representative did not see the patient before or after replacement, why the representative did not have a back-up pump, and why was the or or the doctor not notified the pump was alarming prior to her son being put under anesthesia. Additional information received from a manufacturer representative on (B)(6) 2017 reported the back-up pump had been sent back, and they did not have the serial number anymore as it had been removed from their trunk. According to the representative, it had been very cold there so, each night they brought their pumps inside to ensure the cold weather did not damage the pumps. Prior to the case, the representative interrogated the pump which stated it had a pending alarm. It alarmed and recovered shortly after on (B)(6) 2016. That pump was a new back-up pump sent to them ¿not long ago¿ from the manufacturer. They did not have a back-up because the baclofen representative just took a medical leave, otherwise there would have been another pump ¿ because she was out, the representative was only going into the case with their back-up. The representative was not aware they could call to order a second back-up for situations like that until recently and because of that the representative did not automatically think to call to have another back-up pump sent to them. The cause of the pump alarm was not determined; it had been sent back for analysis. As far as the respiratory issues, the representative had not been made aware of anything like that.